Event description:
A 17-yr-old female had a PICC line in right upper extremity, exiting at ampecubital space with an extension set attached to the line and injection cap at end of extension. Cap found to be cracked on edge of septum. A piece was missing. Cap replaced with a new cap.